Event description:
An echelon flex 60 with an echelon 60 load was opened for lap colectomy. When the physician attempted to fire the load, the blade partially fired but then stuck. The staples never deployed. New echelon 60 and load were opened and used. No harm to patient.